Manufacturer narrative:
The hill-rom technician found the foot tray was cracked. In the periodic inspection instructions for the sabina ii, one check point states: inspect the foot tray for cracks and secure fit on the metal frame. Verify that the foot frame is fixed securely on the base. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technician replaced the foot tray to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the foot tray was cracked. The lift was located in the storage room at the account at the time of the allegation. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).